Manufacturer narrative:
The explanted hydrus microstent is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Microstent malposition, secondary surgical re-intervention, and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2021, a surgeon informed ivantis of his plans to explant the hydrus microstent and perform a second hydrus implantation procedure in a patient in whom the hydrus microstent was not properly positioned. The (B)(6) female patient underwent hydrus microstent implantation in the right eye on (B)(6) 2021. There was no report of postoperative clinical sequelae. Preoperatively, the patient's intraocular pressure (iop) was 21 mmhg on 1 iop-lowering medication and the patient's best corrected visual acuity (bcva) was 20/30. At the one-day postoperative visit on (B)(6) 2021, the patient's unmedicated iop was 29 mmhg. On (B)(6) 2021, the patient's unmedicated iop was 28 mmhg and bcva was 20/30+2. On (B)(6) 2021, microstent positioning was described as slightly inferior to the trabecular meshwork. The surgeon explanted the microstent without complication and attempted to reposition the microstent in a different location, but was unable to properly position so the implant repositioning was aborted. The surgeon will continue to monitor the patient. A supplemental report will be filed if additional information is provided.